Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy and while the patient was in the operating room under anesthesia, the aquabeam handpiece experienced waterjet failure during the alignment process. After troubleshooting efforts, it was ultimately replaced with a new aquabeam handpiece. The procedure was then successfully completed. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece was not returned for investigation. Three (3) documented good-faith email attempts were made to obtain the aquabeam handpiece, but it remains unavailable. The root cause is undeterminable due to the inability to investigate further. A review of the device history record (DHR) for lot number 24c05166r1 and ab2000/ serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. A review of the log files for this procedure could not be conducted as they were not provided. Three good faith efforts (gfe) were made to obtain the log files without success. If the log files are made available in the future, then this complaint will be reopened to conduct such a review. The aquabeam IFU, sj-ifu0104-00, rev. C states the following: align waterjet nozzle by doing the following: a. Rotate the trus stepper cradle (if needed) to center the aquabeam handpiece hyperechoic artifact with the vertical yellow line. B. Press the foot pedal to visualize position of waterjet (retract trus probe if needed by using knobs on trus stepper). C. Waterjet needs to be visible at 3 or 9 o¿clock. D. If slightly off, depress the black button on the mag block (located on the handpiece articulating arm) and rotate the aquabeam handpiece axis while stepping on foot pedal to align jets to 3 and 9 o¿clock position. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.